Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the trigger on the device was sticking. The account was called and it was confirmed that the event did not occur during a surgical procedure, there was no pt involvement or adverse consequences.